Event description:
The reporter stated that the stopcock was attached to an arterial line and when the nurse went to turn the stopcock it became detached from the housing causing a free flow of blood. Unit was replaced. No pt injury or treatment associated with this incident.